Manufacturer narrative:
Additional information was received that the stimulation was causing patient to be anxious. The patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
The returned ipg sc-1132 ((B)(4)) was analyzed and no anomalies were found.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Model #: sc-4318, lot #: 18442544, description: clik x anchor.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.